Event description:
It was reported that (1) device was used during a laparoscopic nissen. It was reported by the rep that the hp052 connector broke and unable to finish case laparoscopically and had to open pt to complete the case. It was reported by the rep the connector was jammed on the hp052 at the start of the case. The biomed came up and fixed the device. The case was then started. The device stopped working during the case as the md was getting ready to take down the short gastrics. The md refused to use anything else and did not know how to use any other product to take down short gastrics. The case was then converted to an open procedure.